Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report 3005099803-2013-05352, pertains to the other device. It was reported to boston scientific corporation that a rx biliary stent was used during a drainage of bile duct procedure performed on (B)(6) 2013. According to the complainant, the physician planned to place 2 flexima rx devices in the branches for drainage. The anatomy was reported as tortuous. During the procedure, the physician was able to deploy the first stent in the common bile duct, but strong resistance was encountered. When the physician pulled the inner sheath, the guide catheter detached and remained in the deployed stent. The detached guide catheter was removed with forceps. When the second stent was deployed, the same thing happened, and the broken guide catheter was also removed with forceps from the deployed stent. Both stents remained successfully implanted. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as good

Manufacturer narrative:
Although the exact patient age was not provided, it was reported that the patient was over 18 years old. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined.. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report 3005099803-2013-05352 pertains to the other device. It was reported to boston scientific corporation that a rx biliary stent was used during a drainage of bile duct procedure performed on (B)(6) 2013. According to the complainant, the physician planned to place 2 flexima rx devices in the branches for drainage. The anatomy was reported as tortuous. During the procedure, the physician was able to deploy the first stent in the common bile duct, but strong resistance was encountered. When the physician pulled the inner sheath, the guide catheter detached and remained in the deployed stent. The detached guide catheter was removed with forceps. When the second stent was deployed, the same thing happened, and the broken guide catheter was also removed with forceps from the deployed stent. Both stents remained successfully implanted. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as good

Manufacturer narrative:
A visual evaluation was performed. Guide catheter was detached from the pull wire. The guide catheter was kinked and bent. Pull wire was bent at the handle and pull wire hub was detached. Push catheter had a tear at the guidewire port. The distal end of the pull wire was displaced out of the catheter and was wedged at the tear. A functional evaluation found that the delivery system was not functional. Based on the product analysis and previous investigations performed on similar complaints, it is likely that procedural / anatomical factors were encountered during the procedure which may have limited the overall performance of the device: device under tortuous condition due to patient anatomy or customer use/manipulation/maneuvering can cause the delivery system to bend / coil leading to interference between the guide catheter and push catheter, which can cause the guide catheter to kink and separate from the pull wire cannula during stent deployment. Continued effort to deploy the stent could cause complications such as displacement/dislodge of pull wire, tear on push catheter, detachment of pull wire hub, and pull wire bend at the handle. Based on the evaluation, the most probable root cause of 'operational context' is selected for the complaint event. A review of the device history record (DHR) was performed and no anomalies were noted. A labeling review was performed, and from the information available the device was used in accordance with the labeling; no anomalies were noted. There were no non-conforming events or any deviations identified in the DHR review. The DHR review confirms that the accepted device met all manufacturing specifications.